Manufacturer narrative:
Manufacturing date: 02/14/2017. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient stated he was able to complete treatment on the cycler with no issues and that when he removed the cassette he noticed that there was fluid leaking from within the cassette door. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. Per pdrn the patient had completed treatment using the cycler and was removing the cassette from the cassette door when fluid was observed leaking from the cassette door. Per pdrn the patient was requested to come into the clinic as a result of the reported fluid leak and was provided with prophylactic medication as a precaution. Per pdrn the patient¿s fluid culture results were negative and no adverse event occurred. Per pdrn the sample was discarded and was no longer available for evaluation.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated he was able to complete treatment on the cycler with no issues and that when he removed the cassette he noticed that there was fluid leaking from within the cassette door. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. Per pdrn the patient had completed treatment using the cycler and was removing the cassette from the cassette door when fluid was observed leaking from the cassette door. Per pdrn the patient was requested to come into the clinic as a result of the reported fluid leak and was provided with prophylactic medication as a precaution. Per pdrn the patient's fluid culture results were negative and no adverse event occurred. Per pdrn the sample was discarded and was no longer available for evaluation.